Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the initial catheter used to attempt to implant the lead was not successful. A new catheter was used and the lead was able to be implanted. The initial catheter was noted to have been used after the use by date. No patient complications have been reported as a result of this event.